Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was lead noise despite using two different analyzers. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.